Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, an annual retains exam and component examination was performed in xxx on item 8148200388. The rubber stopper of the syringe appeared to be melted/deformed (syringe lot: 9092992; syringe catalog number: 309628) in one carton. There was a total of 120 retain samples inspected with one kit affected by this defect. Affected items were segregated from the rest of lot and marked for observation. This observation is not related to a product complaint reported. As this is drug product component, this was not used in a manufacturing process. The raw material was shipped from bd to sharp.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the stopper was damaged. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, an annual retains exam and component examination was performed on item 8148200388. The rubber stopper of the syringe appeared to be melted/deformed (syringe lot: 9092992; syringe catalog number: 309628) in one carton. There was a total of 120 retain samples inspected with one kit affected by this defect. Affected items were segregated from the rest of lot and marked for observation. This observation is not related to a product complaint reported. As this is drug product component, this was not used in a manufacturing process. The raw material was shipped from bd to sharp.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jun-2023. H6: investigation summary one sample and six photos were provided to our quality team for investigation. Through visual inspection, it was observed that the stopper in the syringe was jammed between the barrel and the plunger rod. Potential root cause for the stopper jammed defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.